Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous left femoral artery for mechanical circulatory support. Placement signal was displaying a lower pressure than the clinical pressure. All members of the medical team were aware and were titrating to non-invasive blood pressure. In observation of this case the only change was that the position of the impella was shallow where the inflow was possibly only one centimeter from the annulus. The sensor and outflow according to x-ray was higher near the lower curvature of the aorta. Repositioning was suggested and using an arterial line for titration of drips. No patient harm was noted. The patient's outcome at explant was survived.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information was provided in b5 (event description). Upon review, it was added due to new information received. D9 device return date added.

Event description:
Additional information states the device was repositioned, with subsequent slight improvement in metrics.